Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal the dissection. It should be noted that the graftmaster rx coronary stent graft system instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the circumstances of the procedure. The reported patient effects of death and intimal dissection as listed in the graftmaster, IFU are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right coronary artery dissection. A 3.5 x 16 mm graftmaster was advanced to the dissection and deployed; however, the dissection expanded into the aorta and the physician could not continue angioplasty treatment. The patient was taken for coronary artery bypass graft (CABG) where she expired. The patient had fibromuscular dysplasia and had lesions covering her heart. There was a clinically significant delay in the procedure. No additional information was provided.